Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during investigation, there was no display defect observed. The display functioned appropriately and the original complaint was unable to be duplicated. Unrelated to the original complaint, it was noted that moisture was present behind the display lens. It was also observed that the battery compartment was cracked. A leak test was performed and failed indicating a display lens-case joint leak and a battery compartment leak. The device was opened and there was moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.